Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release connector. No further information available.